Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Type of procedure: hysterectomy v-notes. Event description: I was sealing the uterine parametria. The doctor had made about 20 seals when, after the last activation, the blade got stuck inside the jaws and the jaws could neither open nor close. The blade was locked and the jaws were locked as well. No harm to the patient. Voyant did the last activation correctly and then stopped opening the jaw to be able to continue using it. They opened a [competitor device] and continued with the surgery. Additional information received by applied medical rep via email on 20may2025: the batch number is correct. It's a pincer that I had ordered in order to be able to test the product. It sounded like a strange noise that it wasn't known where it was coming from. No vascular pathology. In fact the surgeon did not complain at any time. When it got stuck, it was definitive. The jaw got stuck with the blade halfway through. Additional information received from an applied medical representative via email on 27may2025: the jaws were locked closed and the jaws were not locked around the tissue; it coagulated, cut and released from the tissue. But the jaws remained locked. They opened another clamp, [brand redacted] 37cm. Patient status: perfect. Well. Intervention: opened one [competitor device] and continued with the surgery.

Event description:
Type of procedure: hysterectomy v-notes. Event description: I was sealing the uterine parametria. The doctor had made about 20 seals when, after the last activation, the blade got stuck inside the jaws and the jaws could neither open nor close. The blade was locked and the jaws were locked as well. No harm to the patient. Voyant did the last activation correctly and then stopped opening the jaw to be able to continue using it. They opened a [competitor device] and continued with the surgery. Additional information received by applied medical rep via email on 20may25: the batch number is correct. It's a pincer that I had ordered in order to be able to test the product. It sounded like a strange noise that it wasn't known where it was coming from. No vascular pathology. In fact the surgeon did not complain at any time. When it got stuck, it was definitive. The jaw got stuck with the blade halfway through. Additional information received from an applied medical representative via email on 27may25: the jaws were locked closed and the jaws were not locked around the tissue; it coagulated, cut and released from the tissue. But the jaws remained locked. They opened another clamp, [brand redacted] 37cm. Patient status: perfect. Well. Intervention: opened one [competitor device] and continued with the surgery.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed a stuck blade. This confirms the complainant¿s experience of jaws staying closed. Based on the evaluation of the event unit and the description of the event, it is likely that the reported event was caused by the eschar build up within the blade channel, which prevented the blade from fully returning. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury.